Event description:
Customer states: "2-3 days after the nephrostomy placement, the plug system spontaneously disconnected from tube."

Manufacturer narrative:
Additional info received from the distributor indicates five different pts, all using the same lot number, were affected by the catheter leaking; a clarification from the distributor indicated the difficulty to be leaking and not separation as previously stated. When the distributor was asked if there was any harm to the pts, the distributor reported that there wasn't any harm however, due to the leaking of the catheters all five pts had to return to the or and have a second catheter placed. Five unopened/unused packages were received for eval. Each set was opened noting all the fittings to be secure on each catheter. The catheters all had the fittings 'tugged' on per specification noting to adequately hold. Three catheters had the ends closed off and fluid injected noting no leaks. Two catheters then had the fittings disassembled and removed noting the flares to be uniform in size. The products that were returned for eval were noted to be within specs. Due to the customer returning their stock for eval and not the actual complaint products, we are unable to determine or recreate the difficulty the customer experienced. Should add'l info become available, it will be forwarded.